Event description:
The consumer reported the heating pad caused a severe burn to her leg. She was sleeping with the pad at the time of the incident and the vinyl pad slipped out from under the cover. Using the pad in the manner is contrary to proper use instruction.